Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shut down. Reportedly, the battery was at 100% prior to the shutdown and when the pump was plugged in, the pump turned back on. The customer declined troubleshooting with tandem technical support. There was no information provided regarding the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.